Event description:
It has been reported to philips the device was unable to produce x-rays. The patient was on the table and had to be moved to another system. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the log files confirmed the reported malfunction. The fse found that the problem was not with the flat detector, but rather with the flat detector power supply. The fse ordered and replaced the frontal flat detector power supply to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.